Event description:
The customer wants to order a video controller board for image quality problems.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep installed the video controller board and reseated all boards in card cage. The system is working as intended.